Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company model (3.75cyl), 19.0 diopter lens was replaced with a company model (4.50cyl), 19.5 diopter lens. The exchange for the same lens with a higher cylinder and spherical powered may indicate the rotation was not the entire cause of the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurry and distorted vision. The lens was exchanged for another lens model 02 months 16 days following the initial procedure. Clinical reason for explant was mentioned as toric axis rotation causing -20 diopters of cylinder. Additional information was received and stated, in the surgeon opinion the cause of the event was due to toric axis of iol was supposed to be at 171 but was setting at axis 007 caused patient refractive outcome.